Manufacturer narrative:
D9: the date of the device return for evaluation is unknown. The device was returned for evaluation. The cause of the pump not detected failure was a defective impellatronic board. The cause of the defective impellatronic board is unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. During support, the aic asked for pump connection. The pump was plugged in, however there was no identification of the pump. The customer had another aic console and plugged in the same pump, the pump was identified and worked without an issue. No harm or issue with the patient in this situation, delay of implant was approximately 1-2min.